Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The patient reported low prime volume which indicates that the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 07/02/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history found no evidence of a load step malfunction. The pump powered on appropriately and the rewind, load, and prime step were performed without issues. A force sensor calibration test was performed and was confirmed to be within specifications. The pump was opened and confirmed that the force sensor assembly was intact with no intermittent conditions.